Manufacturer narrative:
The ge service rep performed an on-site investigation. The customer declined repair of the system at the time. No further repair info is available.

Event description:
The customer reported that the connectstat system would not boot up. No pt injury was reported.